Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe did not cut or aspirate even after reducing the speed to 3000 cuts per minute before vitrectomy surgery. After connecting the probe to the device, a low cut-rate was displayed, and the cutting function could not be activated normally. The procedure was completed on same day by replacing the product with new one. There was no patient impact.